Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A clinical study reported that following an intraocular lens (iol) implantation procedure, the patient had subsurface nano glistening (ssng) and posterior capsular opacification (pco). Additional surgical intervention was done for pco. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.